Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that lens did not unfold and haptics adherent to optic then it was freed under viscoelastic with chopper and sinksi hook. Lens remains inside the patients¿ eye. Additional information has been requested.